Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, the battery was depleting quickly and that the pump was warm to the touch despite being in room-temperature conditions. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.